Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3777-60, serial# : (B)(4), implanted: (B)(6) 2013, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). The system was explanted and not replaced. The system was not replaced because the system initially controlled symptoms, but lost effectiveness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician notes stated that the patient abandoned therapy causing full discharge of her system and that she was having cognitive issues since her (B)(4). The patient reported loss of efficacy, but the physician felt it is because of her cognitive issues.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3708120 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: 2017 (B)(6) product type extension product ID 3777-60 lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.